Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the physician noticed the beam of the fiber to be side firing and forward firing. A second fiber was used to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concluded, that the cause that contributed to the reported forward firing could not be established as the fiber was not available for analysis. The reported event cannot be confirmed. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: upon receipt at our post market quality assurance laboratory, the device was not returned for analysis. However, the carton and fiber card were returned and analyzed. The carton and fiber card showed no defects. Labeling review: a review of the device instructions for use (IFU) was completed. The IFU states, do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the physician noticed the beam of the fiber to be side firing and forward firing. A second fiber was used to complete the procedure without clinical consequences to the patient.